Event description:
It was reported to philips that the system was unable to expose. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The procedure was completed using fluoroscopy with minor delay due to reboot. The philips field service engineer (fse) inspected the system onsite and identified that there was an issue with tube. A review of the system logfile found an issue with tube anode. Upon troubleshooting actions, the fse identified that the tube arc had damaged the rotor control. The defective tube and roco velara were returned for analysis, which concluded that the tube was faulty due to the defective spiral groove bearing (leakage of lubricant) and the roco velara underwent testing in the velara cv test generator, during which the startup sequence was aborted, resulting in error code 10ll. To resolve the issue fse replaced the tube and roco velara and performed calibrations. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system by using fluoroscopy after restarting the system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.